Event description:
The customer reported that there was no image displayed on the system and both monitors were not working. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed on onsite investigation. The display adapter circuit board was reseated and tightened. The sys was then found to be operating as intended.